Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the attempted implant of the right ventricular (rv) lead, the helix would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically compressed. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The analyst noted that the leads helix was returned with the over retracted helix which becomes inoperable when lug is stuck behind or on retraction stop. If information is provided in the future, a supplemental report will be issued.